Event description:
It was reported that an implantable neurostimulator (ins) had a power on reset (por) condition pre-implant, while in the box. This was noted while the ins was being recharged prior to implant. The por was cleared, and it was noted that the ins was ok to implant. It was later noted that the por was believed to have occurred during the shipping process. No patient symptoms were reported, as the event had occurred prior to implant. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
(B)(4).